Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent intracranial electrode placement for monitoring, and difficulty occurred with removal of one stereoelectroencephalography (seeg) electrode in the right frontal region. After monitoring concluded, during the removal procedure under local anesthesia in the operating room, difficulty arose in extracting one seeg electrode placed in the right frontal region. The electrode stump was temporarily buried subcutaneously. Subsequently, during a left focal resection, the right frontal electrode insertion site was incised, and the electrode was removed using a drill. The patient recovered well without postoperative complications and was discharged. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.